Event description:
Per the clinic, the patient experienced tinnitus, abnormal volume, and abnormal sound quality with device use. It was also reported that the patient experienced tenderness around the implant site, and the issue could not be resolved.the device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2013.